Event description:
It was reported that the instrument handle stripped during surgery. There was no foreign body left in the patient however, there was a 90 minute delay during surgery.patient outcome: no adverse effect reported as result of this event

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument is deformed and in that case cannot function properly. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation during usage of the device.